Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump responded properly, due to button presses. No button anomaly was noted. The insulin pump alarmed for a constant motor error alarm, during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed, due to a motor error alarm. The insulin pump had a small crack on the reservoir tube lip. No unlocked keypad connector was noted.

Event description:
It was reported that the customer received a motor position encoder error alarm from his insulin pump and then experienced a keypad anomaly. The customer stated the alarm occurred, and when he tried to clear it, the keypad was unresponsive. He changed the insulin pump's battery, but the keypad remained unresponsive. The customer's blood glucose level was 193 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.